Manufacturer narrative:
No blank display noted. However, all keypad buttons were not working due to moisture damaged to the keypad connector and flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm. Customer was unsure if button pressed for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.